Event description:
It was reported that during a laparoscopic sleeve gastrectomy when applied to the gastro-epiploic artery to access the plane for dissection along the greater curvature, the device had inadequate or partial sealing, despite evidence of energy delivery and end tones being heard. There was no re-grasp alarm. Patient had bleeding of approximately 3-5 ml on the third seal after cutting approximately 5 mm thick with a 1-2 mm vessel in the front 50% of the jaws of the gastro-epiploic artery with omentum, but blood transfusion was not necessary or done to patient due to this bleeding. The procedure was completed by using the same ligasure device.

Manufacturer narrative:
Additional information: b5, d4 (serial #), g3, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy when applied to the gastro-epiploic artery to access the plane for dissection along the greater curvature, the device had inadequate or partial sealing, despite evidence of energy delivery and end tones being heard. Patient had bleeding on the third seal after cutting approximately 5 mm thick with a 1-2 mm vessel in the front 50% of the jaws of the gastro-epiploic artery with omentum.

Manufacturer narrative:
D10 concomitant products: lxmj44s, maryland xp inline sealer/divider 44cm (lot #: 41990230x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.